Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set cannula was kinked on (B)(6) 2024. The event occured within three hours of insertion. The site of insertion was at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant patient results on the bd cor system (catalog # 443982, batch # 4065520). Bd investigation encompassed review of batch history record, review of initial quality control release data, review of returned raw files from customer and complaint trending review. Evaluation of the batch history records and release data revealed no discrepancies. However, evaluation of returned raw files did reveal discrepant patient results. Although the returned files show discrepant results, bd is unable to confirm or duplicate the customers report. Additionally, it is important to note that the occurrence rate of the discrepant patient result is below the acceptable rate presented in the package insert. There are no current trends associated with discrepant patient results on the bd cor system. Although a product issue has not been identified at this time, bd is continuing to monitor and investigate for any additional factors that may result in control issues to improve the customer experience. No corrective actions have been taken at this time. Bd will continue to monitor complaint trends and functional performance trends during release testing. Bd apologizes for any inconvenience.